Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the calcified, tortuous circumflex (cx) artery and was predilated. While attempting to place the taxus express2 3.00x12 mm drug eluting stent the shaft broke in half distal of the hub when using force to push the stent across the lesion. The vessel was "ballooned again" and a 3.0x12 mm taxus stent was placed. No patient complications were reported. Patient status is report as "ok".